Manufacturer narrative:
Failure analysis (fa) lab received faulty flow meters. During adjustment, the flow meter jumps readings making it impossible to get certain settings. During visual inspection of the flow meter itself, the tubing that came with it does have discoloration. This is due to some sort of liquid substance that can get into the meter itself and cause these abnormalities. The faulty flow meters along with other fixtures and tubing were scrapped.

Manufacturer narrative:
Carefusion technical support shipped the distributor a replacement flow meter, polyurethane tube, connector, and swivel elbow. A return goods authorization (rga) number was also issued for the return of the alleged faulty parts for evaluation. The alleged faulty parts were received on july 17, 2015 and were routed to carefusion failure analysis lab for evaluation. As of july 24, 2015, evaluation is anticipated, but it has not began.

Event description:
This complaint originated from an international distributor in (B)(4). The distributor reported that it is difficult to set flow on the CPAP flow meter, because the float does not stabilize. The distributor evaluated the unit and found that there was oil in the tube of CPAP flow meter and water trap. According to the distributor, this issue occurred within a year after the unit was delivered to the hospital. They requested replacement parts, and offered to return the alleged faulty parts. The distributor did not indicate whether there was any patient involvement during this incident.

Manufacturer narrative:
(B)(4).

Event description:
On 24 may, 2016, additional information was provided by the customer regarding patient involvement. There was no patient involvement at the time of the reported issue.